Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ICD shock. The patient also had elevated ldh as well as a small cluster of abover baseline powers on (B)(6) 2021 at 2357 with powers in the 7-8w range. Those power were associated with pi events and were not sustained.

Manufacturer narrative:
Section h6 - medical device problem code: "2964 - infusion or flow problem" corrected to "1384 - mechanical problem". Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) and the reason for the implantable cardioverter defibrillator (ICD) shock could not be conclusively established through this evaluation. A specific cause for the reported events could also not be determined. The submitted log file contained data from (B)(6) 2021. The file was unremarkable with the exception of minor power elevations captured during pulsatility index events. The system appeared to operate as intended above the low speed limit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 "introduction¿ lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including hemolysis. Section 1 also provides an explanation of all pump parameters, including pump speed, power, and flow. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 entitled "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and addresses assessing pump flow. Section 6 also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.